Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nc to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 dis-similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the surgeon was conducting a shoulder arthroscopy, subacromial decompression, and rotator cuff repair on a (B)(6) male patient with no comorbidities. Surgeon¿s intent was to complete a dual-row repair with anchors medially and laterally. The surgeon elected to use the 3.4mm healix anchor with orthocord (part # 222343) for his first medial row anchor. After creating the hole for the anchor with the 3.4mm yellow-handled awl, the surgeon took the anchor and screwed it into the bone hole until the distal laser line on the anchor handle shaft was flush with the cortex (per IFU). While the surgeon disengaged the handle from the anchor, he felt the anchor partially pull out of the hole. Upon visual inspection, he saw approximately 1-2mm of the anchor protruding from the hole. Since he had not yet removed the anchor handle from the joint, he re-inserted the handle into the anchor and stated that he could not feel any bone purchase. He then turned the anchor handle counter-clockwise while holding the suture limbs and removed the entire anchor from the patient¿s shoulder. He concluded that the patient¿s bone quality was sub-optimal for the 3.4mm healix anchor. He then took a 4.5mm healix advance and implanted it into the same hole, and determined that the larger anchor in the undersized hole provided adequate bone purchase. After removing the anchor handle from the implanted 4.5mm healix anchor, he tugged on the anchor¿s sutures to determine if it would pull out of the bone, and he confirmed that it did not pull out. He successfully repeated the same process for the second 4.5mm healix advance anchor (used a 3.4mm awl with the 4.5mm anchor). At no time was the patient¿s health at risk during this procedure.